Event description:
The reporter stated that on (B)(6) 2011 the pump and the battery became very hot to the touch. The patient reportedly removed the battery for an hour and a half, then inserted a new battery and resumed insulin pump therapy without further reported issue. There was no reported injury as a result of the incident. The reporter denied any damage to the battery cap or compartment; stated that the battery cap tightened to resistance and was seated properly; and denied any moisture or corrosion on the battery or battery cap or inside the battery compartment. The battery cap was reportedly original to the pump from (B)(6) 2009. The user guide instructs the user to replace the battery cap every six months. This complaint is being reported due to the alleged temperature issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. The battery compartment and cap are intact with no evidence of physical/moisture damage. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no overheating occurring. No defects were found to the power flex, battery connections, and internal components. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.